Event description:
It was reported that the device did not cool the patient's temperature after more than 5 hours. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the patient did not cool and there were no alarms. As a result, the rn called the nurse line and was instructed to refill the half empty reservoir and to call back if the temperature did not decrease. However, no callback was received. ,it was determined that this was not due to any component level defect in the unit, but likely a use error.

Event description:
It was reported that the device did not cool the patient's temperature after more than 5 hours. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.